Manufacturer narrative:
Device history record could not be reviewed as lot code was not provided. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer returned product on (B)(6) 2013 and investigation is underway.

Event description:
The consumer stated that she opened a tampon, the applicator appeared to be cracked and the tampon contained a black substance which appeared to be mold.